Manufacturer narrative:
The investigation of the affected sample was not possible because the product was not returned to tracoe. No lot number and further details of the application are provided. It was not described where the filling line detached from the canula. Based on the incident description it can be supposed that there are several causes possible the bonding of the filling line. High mechanical stress during the repositioning of the patient. Prolonged use of the canula, which might weakens the material.

Event description:
Filling line detached from tracheostomy cannula during repositioning.